Event description:
"Depression" on left cheek after titan treatment. There was not a preceding burn, blister or other injury in the affected area.

Manufacturer narrative:
This adverse event occurred after treatment #3. Pt had received 2 prior treatments without incident. The 2 prior treatments were performed with a different titan handpiece. The titan handpiece had been reconditioned on (B)(6) 2011. The titan handpiece was sold on (B)(6) 2011. The treatment date was (B)(6) 2011, there were no burns, blisters or break in the integrity of the skin. The pt reported that approx 1-2 days after treatment, she noted a "depression on the left cheek". The depression has not resolved as of (B)(6) 2011, (B)(6) weeks post treatment. The titan handpiece was returned to cutera on (B)(4) 2011 and is being evaluated.